Event description:
I had breast cancer, double mastectomy, and reconstruction in 2011. I have the natrelle implants. Since 2011, I've been disabled. I've been bedridden, I have fibromyalgia, chronic syndrome, epstein barr, parvo, melanoma, heart palpitations, vertigo, sinus infections, recurring uti's, shingles, rash, hair falling out, vision problems, photosensitivity, migraines, night sweats, freezing in the day, sun intolerant barometric pressure and weather affect my pain, I have so many symptoms daily, I have no life. I was told for yrs I had ra, I do not have ra. I've been to several drs. I was just told I was the 3rd one in my dr's office last month with breast implant illness. I am extremely fatigued every single day. I am in extreme pain every single day. I have no life.